Event description:
The pt underwent a large abdominal wall ventral hernia repair. 20 days later pt developed fever. Redness and swelling of the surgical site was also noted. 2 days later pt returned for incision and drainage of abdominal wall abscess. The wound was packed and the pt was sent home on IV antibiotics. The causative organism was identified as bacteroides and streptococcus viridans.